Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose reported at a value of 401 mg/dl while using the ilet pump; glucose returned to range after corrective insulin off pump, then increased again upon reconnecting to the ilet, and the cause of the hyperglycemia was unclear. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.